Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - impact code - f1004 underdose.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 03/08/2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. The patient had been sick for 1 week prior to the event and experienced vomiting. The patient is self-treated with unspecified advil. There was no mention of bg, cgm readings or cgm alerts nor alarms during that time. On 3/8/23, the patient's condition worsened, and she presented to the hospital for evaluation by unspecified transportation. Upon arrival, a nurse checked her bg which was 487 mg/dl while the cgm display device of her tandem pump showed a reading of 156 mg/dl. The patient was diagnosed with diabetic ketoacidosis. She was treated with unspecified insulin. She was also hospitalized until 3/11/23. During her hospitalization, the insulin pump was disconnected. Of note, when the patient reconnected her pump with new tubing and a new sensor the day of the report, she was receiving cgm values in the expected range. At the time of the report the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.